Event description:
A doctor called to report that the customer had unexplained high bgs and was admitted to the emergency room. It was stated that the customer had high bgs the night before admission. The customer woke up in the morning with high bgs. The customer was hungry and was given a meal. Then the bgs started to elevate during the day. The customer was advised by the school health care to go to the emergency. The infusion set was changed before the hospitalization. The health care team could not confirm the cause for the dka. Troubleshooting was performed. Pump passed the tests. The customer did not know of any scar tissue, but the site appeared sore. Also it was stated that the site was bleeding when the set was removed.